Manufacturer narrative:
The user experienced diabetic ketoacidosis requiring hospitalization while using ilet therapy. During follow-up, it was determined that the user had started a new freestyle libre sensor using the manufacturer's application rather than through the ilet application, preventing cgm glucose values from being transmitted to the ilet. As a result, the user reported the ilet displayed "insulin paused." Following hospitalization, customer care provided re-education on proper cgm setup through the ilet application and assisted the user with completing a cartridge and infusion set change before insulin delivery was resumed. No device malfunction was identified based on the available information. The available evidence indicates the event was most likely associated with incorrect cgm setup resulting in interruption of automated insulin delivery rather than a device performance failure. A supplemental MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose levels reported above 401 mg/dl, resulting in diabetic ketoacidosis requiring hospitalization. The user was treated with insulin, IV fluids, and electrolyte replacement. The user recovered and resumed ilet therapy following discharge on (B)(6) 2026.